Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian)"), device dislocation ("migration of essure device"), device expulsion ("expulsion of essure device"), uterine perforation ("perforation (uterus)") and pelvic pain ("chronic pelvic pain/pain/ pelvic area (once monthly, mild to severe)") in a (B)(6) year-old female patient who had essure (batch no. 789035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2010, recurrent abortion, pre-eclampsia, ovarian cyst and acid reflux (oesophageal). Previously administered products included for an unreported indication: ranitidine in 2010, prenatal vitamins in 2010, zantac in 2010 and zofran. Concurrent conditions included fibroids, endometriosis, adenomyosis and uterine leiomyoma. Concomitant products included alprazolam since (B)(6) 2011, ciprofloxacin betain (cipro) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011 to 2013, levofloxacin (levaquin) since (B)(6) 2011, other antiinflammatory agents in comb. (Combunox) since (B)(6) 2011 and vicoprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device removal ("complications during essure"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, uterine perforation and complication of device removal outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered complication of device removal, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: the right essure device tip was in the cornu. The left device was within the isthmic portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2011, ultrasound scan vagina revealed heterogenous echotexture of the uterus with a small fibroid seen; bilateral complex cysts identified in the bilateral complex cysts identified in the ovaries; cursory doppler revealed normal resistive index and normal peak systolic flow in the ovarian arteries. On (B)(6) 2012, ultrasound scan vagina revealed posterior uterine masses most likely uterine leiomyomata, the largest measuring approximately 2.3 cm; small amount of uncomplicated free fluid in the lower pelvis; trace fluid in the proximal endometrium; left ovarian cyst was simple measuring 2.4 cm was likely physiologic. No adnexal abnormality. On (B)(6) 2013, pathology test revealed final pathologic diagnosis: uterus, supracervicalhysterectomy: proliferative endometrium. No hyperplasia or malignancy identified, myometrium with benign intramural leiomyomas. Bilateral fallopian tubes, bilateral salpingectomy: segments of histologically unremarkable fallopian tube. The specimen was received in formalin in a container labeled with the patient's name, medical record number and "uterus" are multiple segments of twisted pinktan tissue that weighs 62.97 grams and measured in aggregate 14 x 10.5 x 2.5 cm. Two essure devices were noted in two segments of tissue. Serial sections revealed several white whorled masses that range in size from 0.3 cm up to 1.5 cm which had a white whorled appearance. Several segments had a red-brown mucoid appearance which might represent endometrium. Most recent follow-up information incorporated above includes: on 2-feb-2018: new events added- complications during essure, dyspareunia (painful sexual intercourse), migration of essure device, perforation (uterus), perforation (fallopian) and expulsion of essure device. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian)"), device dislocation ("migration of essure device"), device expulsion ("expulsion of essure device"), uterine perforation ("perforation (uterus)") and pelvic pain ("chronic pelvic pain/pain/ pelvic area (once monthly, mild to severe)") in a 39-year-old female patient who had essure (batch no. 789035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2010, recurrent abortion, pre-eclampsia, ovarian cyst and acid reflux (oesophageal). Previously administered products included for an unreported indication: ranitidine in 2010, prenatal vitamins in 2010, zantac in 2010 and zofran. Concurrent conditions included fibroids, endometriosis, adenomyosis and uterine leiomyoma. Concomitant products included alprazolam since (B)(6) 2011, ciprofloxacin betain (cipro) since july 2011, ibuprofen (motrin) since january 2011 to 2013, levofloxacin (levaquin) since june 2011, other antiinflammatory agents in comb. (Combunox) since january 2011 and vicoprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device removal ("complications during essure"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013.), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013.), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013.), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2013.) And surgery (surgery to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, uterine perforation and complication of device removal outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered complication of device removal, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: the right essure device tip was in the cornu. The left device was within the isthmic portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2011, ultrasound scan vagina revealed heterogenous echotexture of the uterus with a small fibroid seen; bilateral complex cysts identified in the bilateral complex cysts identified in the ovaries; cursory doppler revealed normal resistive index and normal peak systolic flow in the ovarian arteries. On (B)(6) 2012, ultrasound scan vagina revealed posterior uterine masses most likely uterine leiomyomata, the largest measuring approximately 2.3 cm; small amount of uncomplicated free fluid in the lower pelvis; trace fluid in the proximal endometrium; left ovarian cyst was simple measuring 2.4 cm was likely physiologic. No adnexal abnormality. On (B)(6) 2013, pathology test revealed final pathologic diagnosis: uterus, supracervicalhysterectomy: proliferative endometrium. No hyperplasia or malignancy identified, myometrium with benign intramural leiomyomas. Bilateral fallopian tubes, bilateral salpingectomy: segments of histologically unremarkable fallopian tube. The specimen was received in formalin in a container labeled with the patient's name, medical record number and "uterus" are multiple segments of twisted pinktan tissue that weighs 62.97 grams and measured in aggregate 14 x 10.5 x 2.5 cm. Two essure devices were noted in two segments of tissue. Serial sections revealed several white whorled masses that range in size from 0.3 cm up to 1.5 cm which had a white whorled appearance. Several segments had a red-brown mucoid appearance which might represent endometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for birth control. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (patient underwent surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality safety evaluation received on 14-dec-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided correction due to internal review on 23-dec-2016 in FDA evaluation codes of quality safety evaluation: (B)(4). Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. A surgery was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.